Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's battery went to zero capacity on screen but was fully charged. The power mgm board was replaced as precautionary measure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional point of contact name: (B)(6). E-mail address: (B)(6). Phone number: (B)(6). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "a/c power related". During pm while unit plugged into ac battery cycled to zero capacity even while it was peak charged. A getinge field service engineer (fse) had evaluated the unit and replaced the pcba, cardiosave rohs power management board the unit was returned on next business day performed passing battery check and pm. The unit was returned on next business day and it performed the passing of a battery. Capacity check and pm. The unit was returned to the customer and cleared for the clinical use. There was no involvement of the patient.